Manufacturer narrative:
Product event summary: the 2af83 balloon catheter with lot number 86938 was returned and analyzed. Visual inspection of balloon catheter showed blood inside the balloons. The smart chip verification indicated the catheter was used for seven injections. The balloon catheter failed the performance test upon connecting to the console due to system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿. The dissection/pressure test showed a guide wire lumen kink 0.8 inches from the tip of the catheter. The pressure test showed the breach at the same point of the guide wire lumen kink. In conclusion, the reported issue of visible blood was verified through visual inspection and the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was visible blood in the coaxial connection, from the balloon catheter. The case was completed with cryo. The balloon catheter subsequently tested out of specification per the manufacturer's investigation. No patient complications have been reported as a result of this event.